Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: investigation revealed a cracked battery compartment and a discolored dim display. Unrelated to this issue, evaluation revealed a capacitor failure leading to an inability of the internal clock to retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/30/2016. Investigation revealed a cracked battery compartment and a discolored dim display.